Event description:
It was reported that during the procedure for treatment of a 95% de novo stenosis in the moderately tortuous/calcified, proximal left circumflex artery, pre-dilatation was performed using a 1.5x12 non-compliant balloon, followed by deployment of a 3.0x23 rx xience prime stent. A distal edge dissection was observed; therefore, a 3.0x8 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.